Event description:
It was reported that the customer experienced a blood glucose (bg) level of 38 mg/dl; cause was unknown. Customer consumed glucose tablets to address bg level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.